Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect following knee surgery (B)(6) 2011. The symptoms associated with this event include incontinence. Add'l info has been requested, but was not available as of the date of this report.